Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse determined that a faulty solenoid was causing a drip at the wud (reaction tray wash unit). The fse replaced wud solenoids and the cdev1 (reaction tray wash unit drain 1) and checked the dwud (dilution tray wash unit) and mixers. The fse also performed diagnostic tests, calibrated the system and ran qc. The qc results were within range. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant creatinine and bun results were obtained with multiple patient samples on an advia 1800. The initial results were reported to the physician. The samples were retested and the corrected results were reported out. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant creatinine and bun results.